Event description:
During a cranioplasty, the neurosurgeon was using the lorenz plating system. Upon attempting to place 1 of the plate screws, it broke at about the halfway point. Both portions of the screws that were in the bone were left in as it would have caused more damage to attempt to remove them. Since the broken portions were only partially securing the plate to the bone, the surgeon decided to use add'l screws to properly secure the hardware. There was no injury to the pt nor did it result prolonged hospitalization. The neurosurgeon commented that in his years of doing these procedures, he has never had 2 screws in a row break this way and wanted us to make sure it was reported. Diagnosis or reason for use: cranioplasty following previous craniotomy.